Event description:
Procedure performed: laparoscopic astric bypass. Event description: during laparoscipic gastric bypass the clip applier was used. The first clip could not be triggered. Intervention: took another clip applier which was working. Patient status: no patient injury reported.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.